Event description:
It was reported that a device failed the upstream occlusion test. There was no pt incident reported.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter is currently evaluating this device. A supplemental report will be submitted when the device evaluation is completed.